Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (fails power-on self-test) was confirmed. Upon investigation however, the charger was not powering on due to internally shorted q201 component. The root cause of the shorted q201 component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.